Event description:
The following was reported to davol: it was alleged that three days post implant of a xenmatrix graft the device was explanted. The contact reported that there was "not a rip roaring infection or anastomotic breakdown" in the pt; however there was a complete breakdown of the graft which was explanted.

Manufacturer narrative:
Multiple attempts have been made to obtain add'l info, however there has been no response. A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. The sample is being retained by the user facility, and has not been made available to davol for eval. Based on the available info, we are unable to confirm the event as alleged. This MDR includes all pt, event and device info davol has rec'd to date. If add'l info is obtained, a f/u MDR will be submitted.